Event description:
Procedure: orthognatic surgery. Plate was implanted in the upper jaw in 2003 and broke 10-15 days after surgery. Revision surgery was done to remove broken plate, replaced with same type of plate.